Event description:
A patient with obstructive jaundice was taken to radiology for ercp, endoscopic retrograde cholangiopancreatogram. While performing the ercp a hpc-2 needle knife papillotome was used. The needle came out of the papillotome (? Broke off) as it was being used. An attempt was made to retrieve the needle using non-disposable forceps designed to be used with the side viewing scope. This was not successful as the needle was lost as it was being attempted to be pulled through the elevator channel of the scope while in the grasp of the forceps. Visualization of the needle was lost into the small bowel. A second papillotome (of the same manufacturer - different lot number) was utilized without incident and the procedure was completed. Physician did not feel this would cause patient harm.